Manufacturer narrative:
Report source: foreign country: (B)(6). The manufacturer representative went to the site to test the imaging system. The reported issue was not confirmed and no parts were replaced. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a spinal fusion, the led trackers of the imaging system were not visible to the medtronic navigation system. Rebooting the imaging system resulted in the system beeping constantly and the displayed showed that x-ray functionality would not ready. It was noted that the x-ray taskbar was complete but not ready. The surgeon opted to complete the procedure without the use of the imaging system. The surgeon opted to complete the procedure without the use of the navigation system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome. There were no adverse event that occurred with the patient.